Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm micro bipolar forceps instrument's wire was coming loose. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a dislodged conductor wire from the yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was damaged with exposed wires, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.